Event description:
The following information was provided: screws on side of offset reamer have gone missing/fell out. One screw fell out pre-op into tech¿s hands. Prepping for tha 5.0 case, discovered pre op, pt not under anesthesia, no delay or adverse side effects. Case type / application: tha 5.0 - primary hip.